Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) can not be completed as it is a radovan device and mre is not available. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent breast reconstruction surgery with a 550cc mentor tissue expander and experienced unknown side expander deflation postoperatively. It was reported that the radovan device was implanted off label for future breast reconstruction, following dfsp dorsal demolition. After explant on (B)(6) 2022, it was found that the product was broken at its base (far from the valve).

Manufacturer narrative:
After clinical/secondary review of this file performed on (B)(6) 2022, it was decided to remove off label code, and update procedure type to "unknown", to more accurately capture the reported event. There is not enough evidence to prove that the device was used off label, and the information available refers to the patient¿s dorsal (back) reconstruction. Manufacturer¿s reference number: (B)(4).